Event description:
A peritoneal dialysis (pd) patient reported that an air detected in cassette warning was encountered during drain 1 of 3 of pd treatment. The patient noted fluid inside the cassette door. Fluid was in the pump module area and on the external part of the cassette. Fluid leaked from the cassette door. The technical services advised the patient to let the cycler air dry overnight and attempt to use it again. The patient indicated having an alternate treatment option as needed. There was no harm reported in the initial call. Multiple attempts were made to gather missing details, but no information was provided. The cycler is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that an air detected in cassette warning was encountered during drain 1 of 3 of pd treatment. The patient noted fluid inside the cassette door. Fluid was in the pump module area and on the external part of the cassette. Fluid leaked from the cassette door. The technical services advised the patient to let the cycler air dry overnight and attempt to use it again. The patient indicated having an alternate treatment option as needed. There was no harm reported in the initial call. Multiple attempts were made to gather missing details, but no information was provided. The cycler is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.